Event description:
The product was used during a nissen procedure. Reportedly, the clips scissored. The hosp has reported no pt injury occurred.

Manufacturer narrative:
Device not available for evaluation.